Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also noted that the rv thresholds were historically high thresholds and no action is planned and the rv lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a premature battery depletion. It was also noted that the right ventricular (rv) lead exhibited high thresholds. The rv lead was capped and the ipg remains in use. No patient complications have been reported as a result of this event.